Event description:
(B)(4) study. Same case as MDR ID: 2134265-2013-05963; 2134265-2013-06188; 2134265-2013-06189 it was reported that post percutaneous coronary intervention, ventricular fibrillation arrest, atrial fibrillation, anxiety attack, shortness of breath, loss of consciousness and stent thrombosis occurred. In (B)(6) 2011, the patient was diagnosed with myocardial infarction and cardiac catheterization was recommended. Subsequently, the index procedure was performed. Target lesion #1 was a de novo lesion located in the left main coronary artery (lmca) with 90 % stenosis and was 8mm long with a reference vessel diameter of 3.5mm. Target lesion #1 was treated with direct stent placement using a 3.50 mm x12 mm taxus liberté stent. Following post dilatation the residual stenosis was 0 %. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented to the emergency department with acute shortness of breath, anxiety attack and loss of consciousness. Electrocardiogram (ECG) revealed ventricular fibrillation and the patient received defibrillation and was medically treated with epinephrine. The patient was transferred to another medical facility for further evaluation. During ECG the subject showed atrial fibrillation without acute st or t wave change. At the time of event the patient was on aspirin and clopidogrel and the study drug was never taken during the study. One day from admission, angiography revealed fractional flow reserve (ffr) of the left main stent was 0.55, suggesting a ¿high-grade significant lesion¿. The physician suspected that the patient had left main restenosis along with possible stent thrombosis. The patient was then referred for percutaneous coronary intervention. The 70-80% diffuse in stent restenosis of the study stent located in the lmca and extending to proximal left anterior descending (lad) artery was crossed with a unspecified size kimny guide catheter. An unspecified size forte guidewire was then placed in lad and a second unspecified size forte guide wire into the diagonal. The lesion was then predilatated with unknown catheter. The patient then became hypotensive with ¿left main appearing narrowed¿. The physician treated the patient with 50 mg of nitroglycerine and the procedure was completed with placement of a 2.5mm x15mm non-bsc stent. Following post dilatation the residual stenosis was 0%. Five days post procedure, a dual chamber automatic implantable cardioverter defibrillator (aicd) was implanted. Six days post procedure, the event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).